Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained that the result for 1 patient tested for elecsys hcg + beta test system (hcg + b) did not match their clinical picture. The patient was tested initially on the e601 instrument and the result was <1 mui/ml. In (B)(6) the physician performed an ultrasound and concluded that the patient was not pregnant. On (B)(6) 2016 the patient was tested in a different laboratory using an unspecified roche instrument and the result was 90000 ui/l. A different physician concluded that the patient was 20-22 weeks pregnant. The result of 90000 ui/l is believed to be correct. Since the physician concluded that the patient was 20-22 weeks pregnant she would have been pregnant at the time of the <1mui/ml result on (B)(6) 2016. This result is considered to be incorrect based on the clinical status of the patient at the time which was determined by the physician on (B)(6) 2016. No adverse event occurred. The hcg + b reagent lot number and expiration date were requested but were not provided. The customer is wondering if there are any known interferences with the drugs the patient is taking and the hcg + b assay. The investigation stated that the medications taken by the patient are very common and none of the medications listed are expected to cause false low results with the hcg + b assay. No additional information was provided by the customer and the customer declined any further follow-up. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Possible root causes for this event may be sample quality and insufficient maintenance.